Event description:
Notes: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2009 for a description of the other device. In addition, this complaint was initially reported with a failure mode of "check heater connection error". The connector was "wiggled" at the canister, the unit worked fine, and the case continued. A hydrothermablator console unit was used during a hydrothermablation (hta) procedure. According to the complainant, during the heating phase, at approximately 55-60 degrees celsius, there was leaking observed at the cervix, however, no alarm was triggered. Then, a second tenaculum was applied and heat up phase continued. The reservoir fluid level was stable for the heating phase and for 5-6 minutes into the ablation phase. However, due to a dilatation & cutterage (d and c) procedure which was performed prior to the ablation, blood and tissue was increasing level to the reservoir from (from 76ml at beginning of ablation to 90ml). Sometime between 7-8 minutes into the ablation, fluid was observed leaking from the vagina. Although no alarm was triggered, flow of fluid was stopped as console had not yet proceeded to cooling phase. Although, it was noted that the fluid was not cool enough to remove and the message "cooling patient to body temperature" was registered, the sheath was removed for better visualization and, at that point, more fluid was observed leaking from the vagina. Subsequent to removal, saline was leaking from the sheath for a minimum of 10 seconds. The patient's vagina was flushed with cool saline for approximately 30 seconds to 1 minute and raytec sponges were placed to expedite cool down. The raytec sponges were then removed and burns were sustained throughout the majority of the right vaginal wall, and a smaller area on the left vaginal wall. The burns sustained on the left vaginal wall were categorized as '2nd degree'. There was also one blistered area on the perineum. The procedure was completed with this device and the burns were treated with injections of 20cc, 0.5% marcaine (bupivicaine) and silvadine cream was applied to the vagina. It should be noted that the patient was on pain medication for a prior back surgery. The patient remained in the hospital and an estimation was made that it would take a month to heal. It was also determined that the patient should remain on a regiment of pain medication and silvadene cream. Follow up information received on october 26, 2009 revealed that one burn was approximately 3cm, there was no indication of overdilation, and the cervix was "extremely introverted" therefore, issue was noted to be "gravity related". Although an attempt was made to obtain additional follow up information regarding the degree of burn from the physician, there is no further information.

Manufacturer narrative:
The suspect device has not been returned; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta)procedure (B) (6). According to the complainant, during the heating phase, at approximately 55-60 degrees c, there was leaking observed at the cervix, however, no alarm was triggered. Then, a second tenaculum was applied and heat up phase continued. The reservoir fluid level was stable for the heating phase and for 5-6 minutes into the ablation phase. However, due to a dilatation & cutterage (d and c) procedure which was performed prior to the ablation, blood and tissue was increasing level to the reservoir (from 76ml at beginning of ablation to 90ml). Sometime between 7-8 minutes into the ablation, fluid was observed leaking from the vagina. Although no alarm was triggered, flow of fluid was stopped as console had not yet proceeded to cooling phase. Although, it was noted that the fluid was not cool enough to remove and the message ¿cooling patient to body temperature¿ was registered, the sheath was removed for better visualization and, at that point, more fluid was observed leaking from the vagina. Subsequent to removal, saline was leaking from the sheath for a minimum of 10 seconds. The patient's vagina was flushed with cool saline for approximately 30 seconds to 1 minute and raytec sponges were placed to expedite cool down. The raytec sponges were then removed and burns were sustained throughout the majority of the right vaginal wall, and a smaller area on the left vaginal wall. The burns sustained on the left vaginal wall were categorized as ¿2nd degree¿. There was also one blistered area on the perineum. The procedure was completed with this device and the burns were treated with injections of 20cc, 0.5% marcaine (bupivicaine) and silvadine cream was applied to the vagina. It should be noted that the patient was on pain medication for a prior back surgery. The patient remained in the hospital and an estimation was made that it would take a month to heal. It was also determined that the patient should remain on a regiment of pain medication and silvadene cream. Follow up information received on october 26, 2009 revealed that one burn was approximately 3cm, there was no indication of overdilatation, and the cervix was ¿extremely introverted¿ therefore, issue was noted to be ¿gravity related¿. Although an attempt was made to obtain additional follow up information regarding the degree of burn from the physician, there is no further information.

Manufacturer narrative:
The console was returned for evaluation and the complaint could not be confirmed. The unit passed all performance tests. While in house, the unit received unrelated routine maintenance which included replacing the temperature cable, front panel and overlay, motor cover, and heater controller socket assembly. The root cause of this complaint could not be confirmed.